Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that after surgery, the patient's lethargy had not improved and was heavier. The patient underwent a brain CT on (B)(6) 2017. According to the report, the device was normal and there was no clogging so the physician adjusted the pressure to 1.0. Reportedly, the patient underwent a secondary surgery in (B)(6), and after the surgery, the patient developed an intracranial infection. The patient underwent a brain CT again and found that the cerebrospinal fluid did not decrease but increased. As of late (B)(6), the patient still had an intracranial infection and was lethargic. It was stated the device was ready to be explanted on (B)(6).